Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
A replacement battery resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A replacement battery resolved the issue.